Event description:
Info received indicated the left caregiver functions are not functioning.

Manufacturer narrative:
The hill-rom tech found fluid ingress inside the siderail. He replaced the caregiver pcb and cable to resolve the issue.